Event description:
It was reported by the affiliate that during a right upper lobe wedge resection procedure, the event occurred with the first firing. The device did fire staples and only the first 1/3 formed a b-shape, the rest did not form their shape. The knife did not advance at all, however, the staple driver did not. The firing was plastic to plastic. Surgeon did not use the device for any further firings, he switched to a new instrument. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.